Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the non tortuous and non calcified left main / left anterior descending artery. Pre-dilation was not performed as "the lesion seemed to be easily accessible with direct stenting". The 3.5x24mm promus element coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. While withdrawing the stent delivery system back into the non bsc guide catheter, resistance was noted. The devices were removed together and stent damage was observed. Pre-dilatation was then performed and the procedure was completed with another of the same device with "very good result". There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual examination identified that the stent was not returned with the delivery device. The balloon was found to have the stent impression on it and pillowing, indicating that the stent was crimped in the correct location. The tip was flared. The hypotube was kinked along its length. The balloon was microscopically examined and no issues were noted with its profile. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the non tortuous and non calcified left main / left anterior descending artery. Pre-dilation was not performed as "the lesion seemed to be easily accessible with direct stenting". The 3.5x24mm promus element coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. While withdrawing the stent delivery system back into the non bsc guide catheter, resistance was noted. The devices were removed together and stent damage was observed. Pre-dilatation was then performed and the procedure was completed with another of the same device with "very good result". There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product.(B)(4).